Event description:
The customer reported via phone call that they were unable to exit from the rewind sequence on the insulin pump. Customer was assisted with exiting from the rewind sequence on the insulin pump. The customer also reported the presence of air bubbles, but declined to troubleshoot. Customer also reported their blood glucose ranged from 60 mg/dl to 425 mg/dl when they were not connected to the insulin pump. The customer will not be returning the reservoir for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.